Event description:
Description from the customer: "the unit will not cool down. It would not go lower than 18 degrees. This event occurred while on a patient. No patient harm or injury were reported." (B)(4). (B)(6).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device (B)(4). A maquet field service technician will investigate the unit. A supplemental medwatch will be submitted as soon as additional information becomes available.

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A maquet field service technician investigated the unit and could not reproduce the reported issue. The technician ran the hcu 30 for approximately 1 hour, heating and cooling to target temperature, with no problems observed. Ice block appeared to be of sufficient size. Brought both cardio and main side to approximately 4c with no problem. Also, performed pt1000 divergent test. All tests were performed successfully. A supplemental medwatch will be submitted as soon as additional information becomes available.

Event description:
(B)(4).